Event description:
The registered nurse reported that 2 hours into a routine hemodialysis treatment, the pt was found unconscious. The venous bloodline separated from the catheter and an area of blood approximately 1.5 feet x 2.0 feet was discovered on the floor. The pt had a thready pulse and irregular respirations. The venous bloodline was reconnected, blood was returned to the pt, and normal saline 600cc was given. The pt stopped breathing and became pulseless. CPR was initiated; ems arrived within 3-5 minutes and took over code. The pt was transported to the hospital. The md notified the facility that the pt expired at approx 1600 hours.